Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2018, the patient suffered an acute intraparenchymal hemorrhage within the left basal ganglia and thalamus extending posteriorly into the occipital lobe. Neurology evaluated the patient (B)(6) 2018 and reviewed the CT angiogram of the head/neck that showed intraparenchymal hemorrhage with IV extension into the lateral and fourth ventricle in the setting of supratherapeutic inr (3.1) due to warfarin and aspirin 325 mg twice daily. The patient required endotracheal intubation for airway protection. Neurosurgery evaluated the patient and recommended the placement of external ventricular drain (evd). An electroencephalogram was performed on (B)(6) 2018, which showed intermittent left temporal slowing suggesting underlying dysfunction in this region. Diffuse attenuation and lack of organization of background with unclear reactivity suggesting a moderate to marked degree of diffuse or multifocal dysfunction. No electrographic seizures, periodic discharges, or interictal epileptiform discharges were seen. Tissue plasminogen activator was initiated on (B)(6) 2018. Repeat head CT without contrast after evd placement on (B)(6) 2018 showed new small volume of acute intracerebral hemorrhage tracking along the ventricular catheter and in the right lateral ventricle. New moderate subgaleal hematoma in the right parietal scalp. Ventricular morphology unchanged. Unchanged periventricular hypodensities. Given persistent blood in the left ventricle, a right ventriculoperitoneal shunt was scheduled for (B)(6) 2018. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.